Manufacturer narrative:
Manufacturing site: (B)(4). The fubuki 4.2fr guide catheter was returned for evaluation. The catheter shaft was tortuously deformed due to use. The catheter tip was torn and the shaft was crushed for approximately 20mm from the torn end of the tip. Microscopic observation found circumferential cracks proximal to the torn end of the catheter tip caused on the tip polymer due to ductile force. The catheter braids were exposed on the torn end of the catheter tip. As traces of cut made during the manufacturing process was found on the end of the braids, it was concluded that the braids were not fractured. Above findings suggested that an approximately 1.5mm of the tip segment including the distal marker was detached. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to tip separation. The distal marker segment of the fubuki 4.2fr guide catheter was rubbed and caught by the kink of the fubuki 6fr guide catheter during removal of the fubuki 4.2fr. It was concluded that this event was not attributed to product quality. The instructions for use (IFU) states: [warnings] operate this guide catheter carefully, and if any resistance is felt, stop the manipulation and identify the cause of the resistance under x-ray fluoroscopy. [Malfunctions and adverse effects] separation.

Event description:
It was reported that a fubuki 6fr guide catheter with a fubuki 4fr guide catheter inserted inside as its inner catheter was advanced from the right brachial artery to the right common carotid artery for carotid artery stenting (cas) to treat a 90-99% occlusion in the right common carotid artery. As the fubuki 6f guide catheter was kinked due to vessel tortuosity, attempts were made to reposition the fubuki 4fr guide catheter in the fubuki 6f guide catheter to continue the procedure. When the fubuki 4fr guide catheter was removed as its repositioning failed, the tip of the fubuki 4fr guide catheter was caught at the kink on the fubuki 6fr guide catheter and the tip was separated. The separated tip was left in the occluded segment of the common carotid artery. As it was confirmed that the distal segment of the tip fragment remained caught by the occluded segment, the procedure was terminated. It was decided to surgically remove the fragment in the future. The patient was stable after the procedure.